Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of device revealed non-sustained right ventricular over-sensing episodes due to myopotentials on the implantable cardioverter defibrillator. No intervention was performed. Patient was in stable condition.